Event description:
It was reported that during follow up t-wave oversensing (twos) was noted. It was also reported that defibrillation threshold (dft) testing was done (B)(6) ago at 1.2mv without drop out. It was further reported that programming to 0.6mv sensitivity resolved twos. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.